Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged the same day of implant. A revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.